Manufacturer narrative:
Product complaint#: (B)(4). A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was noted. A microscopic inspection of the entire device's length was performed, and the microcatheter was found undamaged (i.e., no kink, no bent or compressed). The inner diameter (ID) and outer diameter (od) were measured, and they were found to be within specifications. The device was flushed with a laboratory sample syringe. After that, a .018-inch lab sample guidewire was inserted into the received microcatheter. The guidewire could be advanced until it came out from the distal tip of the microcatheter without noticeable resistance. A manufacturing record evaluation was performed for the finished device 30937707 number, and no non-conformances related to the malfunction were identified. Although the functional test could not be performed with the involved enterprise system, the guidewire being able to pass through the entire length of the microcatheter indicated that it was not obstructed. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the customer complaint was not confirmed. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). Initial reporter name and address: phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30937707 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00067. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization to the posterior communicating artery, an EU ent4.5mmd 22mml wno dstl tp intracranial stent (enc452200, 7258275) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 30937707) while advancing the stent. The physician switched to a new microcatheter and delivered the stent to the lesion site smoothly to complete the surgery. There was no patient injury. Additional information received indicated that the microcatheter was replaced. The stent did not appear damaged at any time. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained.